Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not closing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not closing. A field service engineer (fse) found that drawer 2-1 was clicking and not opening. The fse removed rear cover, force-released it and found bad rail, rebooted, launched the application and ordered drawer. The fse ran hardware test application (hta) again and found drawer 1 was not displayed. The fse powered down the station, checked bus cable and reseated the row cables to resolve. The fse also tested functionality in hta, and the customer had inventoried the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not closing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.